Event description:
It was reported that the patient received an inappropriate shock due to noise. The noise was reproduced with manipulation. The lead was capped and replaced. Patients condition is good.